Manufacturer narrative:
Follow attempt to get patient information yielded no response.

Event description:
The customer reported the exhaled volume reading low. Ventilation continued but the device was replaced. No patient harm reported.

Event description:
The customer reported the exhaled volume reading low. Ventilation continued but the device was replaced. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).